Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient reported when removing the cassette from the cycler she noticed a fluid leak from the cassette door. Additional follow-up was made with the pd patient's clinic registered nurse (rn), who confirmed there was no issue with overfill and no injury occurred. The pd rn stated the patient was on vacation when the leak occurred and stated the patient did not come into the clinic and the patient did not require any medical intervention or additional treatment as a result of the reported fluid leak. Per pdrn the patient was able to complete peritoneal dialysis therapy with the cycler and confirmed no treatment was missed. The pd rn indicated the patient was able to continue to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy. Per pdrn the sample was discarded and was no longer available for evaluation. The lot number was unknown.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported when removing the cassette from the cycler she noticed a fluid leak from the cassette door. Additional follow-up was made with the pd patient's clinic registered nurse (rn), who confirmed there was no issue with overfill and no injury occurred. The pd rn stated the patient was on vacation when the leak occurred and stated the patient did not come into the clinic and the patient did not require any medical intervention or additional treatment as a result of the reported fluid leak. Per pdrn the patient was able to complete peritoneal dialysis therapy with the cycler and confirmed no treatment was missed. The pd rn indicated the patient was able to continue to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy. Per pdrn the sample was discarded and was no longer available for evaluation. The lot number was unknown.